Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there were 5 events of non-sustained right ventricular oversensing. The oversensing is believed to be due to either lead noise or myopotential oversensing, and the oversensing caused delay in pacing. The pacing/sensing portion of the lead was capped while the high voltage coils were left connected. An old capped pace/sense lead that was already implanted in the patient was connected to the implantable cardioverter defibrillator as well. There were no patient symptoms reported.